Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a broken port was observed on the active exhalation control module. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
It was initially reported that the device's active exhalation control module was replaced due to a broken port. This is incorrect, the device's sensor pca was replaced due to a broken port.